Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimizing the program. The physician evaluated the spinal cord stimulator (scs) device under fluoroscopy and showed that the leads had migrated. The patient underwent a revision procedure wherein the physician pulled the leads down to an appropriate level to cover the pain areas. There were no reported complications postoperatively. The leads remain implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7161443, UDI: (B)(4).